Event description:
Case successful on the day. Extended into right external iliac artery due to aneurysm of right common iliac artery. Ballooned and good flow showing on post runs, however follow up CT shows thrombosed right limb. On (B)(6) 2013, re-intervention occurred to perform a thrombectomy of the limb followed by insertion of stent to reinforce. Flow has resumed to date. The patient has been sent home and will be followed up in normal time.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. A review of the patient's intraoperative fluoroscopy showed that an additional extension component had been added within the limb which had been placed into the external iliac artery. This double thickness of stent graft had substantially reduced the lumen, as was evident from the limited flow of contrast seen in the images. This limited flow has subsequently thrombosed, leading to occlusion of the vessel. Intervention was successful in restoring flow to the vessel.